Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. The data analysis which showed that this device was depleting normally. The battery status was responding to changes in battery voltage. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker has depleted from 1.5 years down to 5 months battery remaining. This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device exhibited premature battery depletion (pbd), however, the data analysis which showed that this device was depleting normally. The battery status was responding to changes in battery voltage. There is approximately 1 month of longevity remaining per the latest payloads. Furthermore, the generator change has been scheduled.

Event description:
It was reported that this pacemaker has depleted from 1.5 years down to 5 months battery remaining. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. The data analysis which showed that this device was depleting normally. The battery status was responding to changes in battery voltage. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker has depleted from 1.5 years down to 5 months battery remaining. This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device exhibited premature battery depletion (pbd), however, the data analysis which showed that this device was depleting normally. The battery status was responding to changes in battery voltage. There is approximately 1 month of longevity remaining per the latest payloads. Furthermore, the generator change has been scheduled. Subsequently, this device was explanted and replaced.